Manufacturer narrative:
Concomitant medical products: dtmb1d4, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.